Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper pull out of tube when in an analyzer. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the tubes decapped after centrifugation causing sample spillage onto floor.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information: e.1. Initial reporter address: (B)(6). E.1. Initial reporter zip: (B)(6) h.6. Investigation summary: bd received 10 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper pop off was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper pop off based on the testing of the customer returned samples. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper pull out of tube when in an analyzer. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the tubes decapped after centrifugation causing sample spillage onto floor."